Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on august 7th the patient clarified the recent hospitalization. The patient had lost their balance as they were going to the bathroom, they had a balance problem, and it was nothing to do with the device. The patient clarified the ¿can¿t feel¿ statement, the patient noted the only thing about the statement was they couldn¿t feel is when they were going to sleep they had to turn stimulation off because they could not have it on vibrating when they were going to sleep. The patient noted they had the ¿can¿t feel¿ and couldn¿t sleep since they had the device. The patient noted they always turn off the programmer because if it was on it kept them awake. The patient noted the steps taken to resolve the problem of not being able to feel was they just kept the device off while they were going to sleep. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for pain. It was reported that the patient was recently hospitalized. They lost their patient programmer, and as a result their stimulator was on all the time. They could not feel and could not sleep. No further complications were reported as a result of this event.